Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical record alleged that patient underwent placement of left subclavian port and removal of hickman catheter. Placement procedure was done and confirmed under fluoroscopy guidance. They aspirated and flushed the port easily without difficulty returning venous blood. Approximately seven years five months and five days later patient underwent ultrasound of left neck/thoracic study which showed mobile debris/thrombus within the inferior portion of the left jugular vein. Next day patient underwent removal of medi port from the left subclavian vein for positive culture and concern for bacteremia in the setting of medi port. The medi port was removed by incision in the old scar. Dissection with cautery was used to expose the port and the tunnel was occluded with a ligature. The wound was irrigated copiously with saline and closed. Patient¿s blood culture resulted staphylococcus epidermidis. After three days of removal of medi port patient underwent percutaneous kidney biopsy for evaluation of new hematuria and acute kidney injury. As per the submitted medical record review, it is confirmed that the patient had bacterial infection and thrombosis. However, the relationship between the port and the alleged adverse event is unknown, and there is no device malfunction reported. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2018). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that seven years five months and three days post a port placement, the patient allegedly developed with bacterial infection and thrombosis. It was further reported that port was removed and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed an infection. It was further reported that the patient was allegedly diagnosed with thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that seven years five months and three days post a port placement, the patient allegedly developed with bacterial infection and thrombosis. It was further reported that port was removed and new port has been implanted. However, the current status of the patient is unknown.